Event description:
During surgery for a right shoulder arthroscopy cuff repair, a 4.5 suture anchor was opened and given to the ortho surgeon. He placed the anchor in the cannula and into the patient's right shoulder. He looked with camera and noted that the anchor was broken and not able to insert. The anchor was removed and replaced. The case proceeded with no incident. There was no harm to the patient.